Event description:
Following the initial implant procedure, the device inappropriately entered high output mode resulting in phrenic nerve stimulation. Abbott technical support was contacted for further investigation. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device being in high output mode was confirmed. Based on the information provided, the root cause was identified. When the lead diagnostics are cleared, the device remains in high output mode until the capture test is run. This is an expected behavior.